Event description:
The customer reported that on (B)(6) 2011 it was discovered while performing maintenance on their unicel dxl 600 access immunoassay system that the interlock switch for the unit was not disengaging the motors. The motors were still engaged while the instrument cover was open. No injuries were reported and no personnel sought any medical attention in association with this event. No patient results were affected by this event. No death, injury or modification to patient treatment was associated with this event.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 to address the issue. The field service engineer (fse) discovered a "bridge" in the interlock switch. It appeared to be a metal paper clip and was not a beckman coulter inc. Interlock bypass tool. The "bridge" was used to override the interlock circuit and allowed the motors to be engaged while the covers were opened. The fse removed the "bridge" and the interlock switch returned to normal operation.